Event description:
The customer reported that the alarms do not sound off on this central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.